Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold post operatively as such the lead was repositioned and later replaced. The replacement right ventricular (rv) lead exhibited low r waves and "bad threshold." It also reported that this lead exhibited retraction difficulty and that tissue was found to be embedded in the helix on removal. The second rv lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.